Manufacturer narrative:
(B)(4).

Event description:
It was reported one of the physicians inserted a double lumen central line and found that the brown port had a hole it its tubing. The catheter was immediately removed and a new one was placed over a guidewire (didn't require having to stick the patient again). No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported one of the physicians inserted a double lumen central line and found that the brown port had a hole it its tubing. The catheter was immediately removed and a new one was placed over a guidewire (didn't require having to stick the patient again). No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l cvc and the product lidstock and insert for evaluation. Signs of use were observed in the extension lines and on the catheter body. Visual inspection of the catheter revealed a small hole in the distal extension line. This damage is consistent with contact with a sharp object (needle, scalpel, etc.) During use. The hole was located 26mm from juncture hub. The catheter length from the juncture hub to the distal end measured 165mm, which is within the specifications of 157-177mm per product drawing. The distal extension line outer diameter measured 0.11560", which is within the specifications of 0.114-0.118" per product drawing. The distal extension line inner diameter measured 0.086" which is within the specifications of 0.083-0.087" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked out of the hole in distal line. A manual tug test confirmed the extension lines were fully secured onto their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak in use was confirmed by complaint investigation of the returned sample. A small hole was found in the distal extension line. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and a relevant finding was identified. This damage is consistent with unintentional contact with sharps. Based on these circumstances , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.